Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with a heart rate of 32-35 beats per minute and there were no pacing spikes observed on the electrocardiogram (ECG). It was noted the implantable pulse generator (ipg) was not pacing and the device was unable to be interrogated by the physician. Premature battery depletion was indicated and the ipg was explanted and replaced. It was added the ipg was still unable to be interrogated following explant. No further patient complications have been reported as a result of this event.